Event description:
It was reported that post-procedure, the patient's right ventricular (rv) lead had high capture thresholds and intermittent capture. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.